Manufacturer narrative:
(B)(4).. N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during use on a patient, the balloon ruptured. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the teflon sheath was noted on the iabc bladder; the distal end of the teflon sheath was noted at approximately 25.6cm from the iabc distal tip and some dried blood was noted within the teflon sheath sidearm. The one-way valve was connected and tethered to the short driveline tubing. The exposed portion of the bladder was fully wrapped. A bend to the iabc central lumen was noted at approximately 5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc; dried blood was also noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0065in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The one-way valve was connected to the iabc short driveline tubing, and a negative vacuum was pulled on the returned iabc. While maintaining negative pressure, the teflon sheath moved from the iabc bladder and towards the iabc bifurcate without any difficulty. Upon removal of the sheath, the iabc bladder appeared typical with no damage or abnormalities noted. The iabc was leak tested and a leak was immediately detected from the bladder membrane. Under microscopic inspection, a puncture on the iabc bladder, consistent with contact from a sharp object, was noted at approximately 25.7cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "balloon ruptured" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder, which allowed blood to enter the helium pathway and caused the reported complaint. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however , the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is undetermined. The most probable potential cause of how the catheter came into contact with a sharp object is customer handling. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a, corrected data: n/a.

Event description:
It was reported that during use on a patient, the balloon ruptured. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".